Event description:
It was reported that during a breast biopsy, the tip of the marker broke off in the pt. The tip was retrieved from the pt, another marker was attained, deployed successfully and the case was completed with no pt consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.